Event description:
It was reported that: the puncture was performed under ultrasound. The artery was ready for the manta. The depth measurement was 5.5cm and the manta was deployed at 6.5cm. After angiographic monitoring an occlusion of the iliac artery was found, requiring the intervention of the vascular surgeon to perform a surgical approach and remove the manta. The anchor of the device was caught in a dissection and the collagen had blocked the artery. Additional information: during a tavr procedure on the (B)(6)2023, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Act was 248 prior to closure. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the puncture was performed under ultrasound. The artery was ready for the manta. The depth measurement was 5.5cm and the manta was deployed at 6.5cm. After angiographic monitoring an occlusion of the iliac artery was found, requiring the intervention of the vascular surgeon to perform a surgical approach and remove the manta. The anchor of the device was caught in a dissection and the collagen had blocked the artery. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Act was 248 prior to closure. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 7mm, with a depth measurement of 5.5cm, clear of calcification. No issues were encountered advancing or withdrawing the sheathless procedural system. Following the tavr procedure, an 18f ce manta device was deployed in the right common femoral artery for closure. The teleflex representative present during the procedure noted the positioning of the anchor appeared to be much further than expected. Following deployment, a post-angiogram revealed an occlusive flow occurring in the iliac artery. The vascular surgeon was called in, explanted the manta device, and surgically repaired the vessel. During the surgical intervention, the manta anchor was visually confirmed to be caught on a dissection and the collagen was blocking flow within the artery. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred before or during the manta deployment. The cause of the occlusion requiring surgical intervention is potentially due to the position of the access is likely higher since the occlusion was observed within the iliac in addition to the anchor being malpositioned due to dissection. Therefore, the root cause for why the manta was ineffective in achieving hemostasis requiring surgical cut-down is likely due to user error. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions per the IFU state: if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.